Event description:
It was reported that during a stenting treatment procedure stent damage occurred. An unknown size promus element stent delivery system (sds) was advanced and deployed in the target lesion. The guide catheter bumped the stent and damaged the stent. The procedure was completed with the deployment of an unknown size and type of stent within promus element stent. No patient complications were reported. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).